Event description:
It was reported that the patient was experiencing some odd symptoms so a remote transmission was sent. The transmission had a temporary loss of telemetry which caused the electrogram (egm) to appear to have ventricular pacing pauses. The egm also showed some evidence of far field r-wave (ffrw) oversensing on the atrial lead. The monitor, device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID addrs1p implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).